Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product, and there were no non-conformities which could have contributed to the reported failure mode. Internal file number -(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal did not deploy properly. The device was not fully inserted into the aorta. It was reported that the physician was rushing and pushed the white deployment mechanism prior to having the device fully inserted in to the aorta. Upon deployment and removal of the delivery tool, the seal removed from the arteriotomy. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was discarded.